Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2021, in order to convert the patient to a transcutaneous osia implant system. During the procedure, the abutment was removed and an implant was placed on the internal fixture.

Event description:
Sections (f3-f7), (f8-10), (f11-13) and (f14) were not reported on the initial report (6000034-2021-01097). These sections are now reported with correct data. This report is submitted on july 27, 2021.

Event description:
There are plans to replace the device due to infection ; however, this has not occurred as of the date of this report, march 23, 2021.